Event description:
It was reported that six years and three months post port placement in the right subclavian vein, the catheter was allegedly broken approximately five centimeters from the port stem. It was further reported that the distal catheter segment was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port with a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified dent issues, as a complete circumferential break was noted at the distal end of the catheter segment that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential break on both the proximal and distal catheter segments were noted to be rounded in one region and jagged in another. Both surfaces of the complete circumferential break were observed to be granular in one region and smooth in another. The characteristics of the break are indicative of pinch-off. Pinch-off is known to occur when implanting the catheter into the subclavian vein medial to the border of the first rib, which the user is instructed to avoid in the instructions for use. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed and states: "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿preventing pinch-off: the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that six years and three months post port placement in the right subclavian vein, the catheter was allegedly broken approximately five centimeters from the port stem. It was further reported that the distal catheter segment was removed percutaneously. There was no reported patient injury.